Manufacturer narrative:
The local field service engineer checked out the system and it was within specs. Also, there were no repairs or adjustments made to the system. The system has continued to run without incident. No evidence of reddening of the skin was observed by the operator or pt after the examination. Discussion of the event internally at philips and via direct contacts with the person responsible at the site, did not reveal any concrete injury to the pt. Since there was no malfunction or harm to the pt this is not a reportable event. However, philips is submitting this medwatch report to respond to the maude report, mw1042187.